Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: the field service engineer (fse) replaced the power management board and battery to address the reported issue. No part has been returned or received from this customer ; therefore no failure analysis can be performed.